Manufacturer narrative:
Hvad system, the implant procedure, or concomitant therapy. The device remains implanted in the patient and is thus not available for return to the manufacturer. There is no indication of any device manufacturing or performance issues related to the reported event. The root cause of the reported event could not be conclusively determined; however neurological dysfunction is a known inherent risk associated with vad therapy. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): the system is indicated for use under the direct supervision of a licensed practitioner or by personnel trained in its' proper use. These professionals should be aware of the physical and psychological needs of patients undergoing lvad support. Clinical results and commercial experience demonstrate that the placement of a vad in chronic nyha class IV patients improves survival and quality of life when compared to a similar patient population receiving conventional therapy. The instructions for use (IFU) and patient manual contains stroke and neurologic dysfunction as potential events that may be associated with use of the product. The IFU provides anticoagulation guidelines to reduce the occurrence and severity of strokes. The system is contraindicated in patients who cannot tolerate anticoagulation therapy to reduce the possibility of stroke. Moreover, the IFU further educates the user on pump operation and flow guidelines in order to decrease the risk of a stroke and in optimal patient management. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient had a sudden loss of strength and numbness in the right arm on (B)(6) 2017. The patient called 911 and was brought to the emergency room by the emergency medical technicians. A computerized tomography (CT) scan of the head showed "small ill-defined areas of low attenuation in the right frontal lobe and left parietal lobe may represent acute or chronic infarctions but are somewhat atypical particularly in the right frontal lobe. Small low-attenuation masses with surrounding edema at the gray-white matter junction are difficult to exclude, therefore follow up with magnetic resonance imaging (MRI) was recommended." International normalized ratio (inr) was 2.21. The patient was transferred to another facility for higher level of care due to the implanted ventricular assist device (vad). The patient arrived at the new facility outside of the window to implement any stroke therapies. Focal findings on exam were consistent with a cortical stroke. It was noted that the patient had 2 lesions in the ipsilateral cerebral hemisphere (per imaging on (B)(6) 2017). Repeat imaging was performed on (B)(6) 2017 with evolution of the hypodensity (infarct) in the right parietal (previously reported as occipital). There was white matter near the central sulcus. Per neurology, the likely etiology is cardio-embolic, though the patient had a therapeutic inr.  The patient had a post CT scan which showed no hemorrhagic conversion. The patient is still with right upper extremity weakness and deficit upon discharge. The patient will follow-up with the stroke clinic in 4 weeks. The patient continued anticoagulation with a lower inr goal (1.8-2.2) and aspirin dose was increased from 81 to 325mg daily at discharge. The principal investigator deemed the event was not related to the vad procedure or system but rather was related to patient condition. The event was resolved on (B)(6) 2017. The vad remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event was reassessed and is being updated as part of a retrospective review of events in response to an update to the MDR complaint sources. If information is provided in the future, a supplemental report will be issued.